Event description:
Information received by medtronic indicated that the customer reported the reservoir was covered with insulin, and stated that when the reservoir was removed, lot of air bubbles were seen. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated the leak was past the 2nd o ring. The pump passed the self-test. The customer will continue using the insulin pump and the pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer concern: having issues with the pump or reservoir is covered with insulin inside not sure if it is leaking out of the reservoir or the pump when the reservoir was removed, a lot of air bubbles ;explain the "leak" could be an air bubble in the reservoir that is expanding during filling. Is there an air bubble present in the reservoir. Evaluated 1 open/used reservoir (no clear liquid inside barrel). Plunger and transfer guard not returned performed pre-fill test (appendix c) using a new lab plunger and transfer guard; found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix e; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: the reservoir went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section d8/d9 with this report.